Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 (B)(4), patlr (con): information was received from a patient implanted with a neurostimulator for failed back surgery and spinal pain. It was reported that the patient's device was at eos (end of service). The patient initially states the battery depletion was normal for him, because most of his prime cell batteries last about a year and half which is normal for the patient's therapy setting. However the patient was dissatisfied with the longevity of their current device because they were told the battery would last 8-10 years. The device is currently off and is no longer providing therapy. The patient indicated he was in pain and was dying here due to the device being dead. The patient later noted their stimulator is usually on the same setting and was in use 24/7. He notified his hcp and a replacement is currently scheduled. In the meantime he is using extra medication to help relieve pain and discomfort but the medication is not providing the same relief received from the stimulator.